Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned for analysis. There was nothing visually wrong with the lead that would cause dislodgement.

Event description:
Boston scientific received information that the left ventricular (lv) lead was dislodged and tried to reposition. The left ventricular (lv) lead seemed to have lost its shape upon removal. Additional information received from the field representative that this left ventricular (lv) lead was dislodged due to 80 pound weight gain of the patient in a year. This lead was explanted and a new lead implanted. No adverse patient effects were reported.